Event description:
The distributor's regulatory affairs associate reported that the catheter was placed on 04/26/99, and on 04/29/99 that the schon catheter had malfunctioned. It was reported that the venous limb broke at bifurcation, the patient lost a slight amount of blood, the catheter clotted and prevented further blood loss or air embolus.